Manufacturer narrative:
Originally, this event was submitted as a "malfunction". We are correcting the MDR determination to ¿serious injury¿ as the event reflects that medical intervention was needed to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, we have updated "event type" and "outcomes attributed to adverse event" to reflect the event. (B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. It was reported that this catheter became stuck within the sheath during the procedure. The catheter had to be cut in order to be removed from the patient. The catheter was replaced and the procedure was continued without patient consequence. The returned catheter was visually inspected and the shaft was cut in 3 different pieces leaving internal parts exposed. Per the event reported, the catheter outer diameters were measured and it was found within specifications. During the manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has not been verified. The root cause of the catheter was stuck remains unknown. Based on available analysis finding a result, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes, since there was evidence of a proper manufacturing process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/20/2017. The product was returned in the condition reported (shaft cut in 3 different pieces with wires showing). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17589223m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. It was reported that this catheter became stuck within the sheath during the procedure. The catheter had to be cut in order to be removed from the patient. The catheter was replaced and the procedure was continued without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event has been assessed as a reportable malfunction since the catheter had to be cut in order to be removed from the patient.